Event description:
The customer called to report the device will not charge the defibrillator to the selected energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.